Event description:
Dropsafe 25g needle (lot #:sn25250064) bent while drawing up vaccine from vial and bent while administering vaccine in a patient. Smith medical 25g needle (lot #: 4191962) bent while rn was capping the needle after drawing up vaccine. Both arrived in the covid-19 ancillary kits when we order vaccines. FDA safety report ID # (B)(4).